Event description:
It was reported that the pump touch screen was unresponsive. There was no information regarding any adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.